Event description:
Facility reported that during treatment, a partial separation of the mainline tubing from the venous chamber occurred. There was no reported loss of blood or ill effects to the patient. The sample is not available for evaluation.